Manufacturer narrative:
UDI no: (B)(4). It was communicated that the affected product is not available for evaluation. A review of the complaint history shows no prior complaints for the listed part. A review of the device history record did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Without the return of the actual product involved, our investigation cannot proceed. At this time, we have no reason to suspect that the product failed to meet any product specifications. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that revision surgery was performed due to dislocation.